Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e2 and e3. Please see updates to e2, e3, h6, h8 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty printed circuit board (qb board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
During a standard inspection of a customer returned asset, the high-definition liquid crystal display monitor presented no image due to failure of the printed-circuit board. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
No additional issues were identified during the device evaluation. The circuit board was replaced, and the unit resumed normal function. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.